Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain and radicular pain syndrome (radiculopathies). Information was reported that a patient stated she's been back and forth on the phone with her healthcare provider (hcp) and was told to call a manufacturing representative (rep). Patient stated they think "her battery pack has shifted and need to know what to do". It was reviewed with the patient she will need to work with her hcp. The issue started "about three weeks ago", the patient thought she pulled a muscle but it's on going so it's not that. No further complications were reported. No patient symptoms were reported.